Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not powering on. It is unknown the circumstances under which the event occurred. There was a patient involvement.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not powering on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue and suspected that the power supply assembly may be defective and needs replacement. However no parts were replaced.